Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown, 500 mcg/ml, 188.79 mcg/day) via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient missed a refill and the pump went empty on (B)(6) 2018. Initial interrogation of the pump logs showed that a motor stall occurred (B)(6) 2018 and "stopped pump period may exceed tube set" occurred (B)(6) 2018. The patient did not recently have an MRI (magnetic resonance imaging). The alarm was silenced. The patient experienced itching, spasticity, stiffness, difficulty walking and pain. No further complications were reported.